Manufacturer narrative:
Concomitant medical products: liner neutral 32 mm i.d. Size kk for use with 56 mm o.d. Size kk shell; item#008775101232; lot#64074936. Shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners; item#00875705601; lot#64531191. Avenir mueller, stem, lateral, uncemented, ha, 5, taper 12/14; item#0106010105; lot#3008526. The manufacturer received x-rays and surgical notes which will be reviewed as part on ongoing investigation. The manufacturer did not yet receive the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
Patient was implanted on the right side and underwent revision due to dislocation.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event description: it was reported that the product was implanted on (B)(6) 2020 and revised on the same day due to anterior dislocation, which was observed post-surgery in the recovery room. The head was exchanged with a xl head. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - x-rays: a total of three pdfs with multiple undated radiographs were received. One pdf shows preoperative radiographs and one pdf shows post-revision radiographs, therefore both pdfs do not provide relevant information. The third pdf shows two radiographs of the right hip (ap and second view), of which the ap view shows a dislocation of the right htep. Due to poor image quality, no detailed assessment could be performed. - surgical report: implantation report, dated (B)(6) 2020: indication: coxarthrosis right. Treatment: right total hip replacement. Description of procedure: posterolateral approach (moore). Osteotomy of the femoral head. The femoral neck is very long. Preparation and insertion of a continuum cup size 56. Insertion of a pe insert 56/32. Preparation of the femoral canal. A stem size 4 does not restore the offset sufficiently, therefore, decision for a stem size 5. Test with a standard and lateralized neck. The lateralized neck allows for better re-tensioning and increased stability without excessive tension. Head 32 and a neck length 0. The hip is perfectly stable. Multiple dislocation tests are carried out. Insertion of implants. The tests are repeated with the definitive implants before impaction of the definitive head. The hip appears stable. Closure. - patient data: male, born (B)(6) 1965, 100 kg, 184 cm, bmi: 29.5. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the product was implanted on jun 08, 2020 and revised on the same day due to anterior dislocation, which was observed post-surgery in the recovery room. The head was exchanged with a xl head. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). The radiograph presented confirmed the reported dislocation. Further, based on the operative report, it can be assumed that the neck length of the head did not properly restore the patient's joint kinematics, resulting in postoperative dislocation. This is supported by the replacement of the head, which extended the neck length from 0 to +7, on the same day. Nonetheless, with the information given, the poor radiographs, and the unavailability of the product, no exact cause could be found, as the dislocation may have been caused by a combination of patient-, implant-, and procedure-related factors. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).